Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed erratic high pacing impedance measurements greater than 2000 ohms with no other issues. The high impedance measurements could not be reproduces with isometrics and there was no noise or sensing issues. Ts discussed possible setscrew issue and recommended performing pocket manipulation. Upon performing pocket manipulation, the high pacing impedance measurements were reproduced. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
--

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.

Event description:
Additional information indicated that the high pacing impedance measurements were reproduced with manipulation of the header. The physician believed there was a possible loose set screw or seal plug. A revision procedure was performed and the device was explanted. The lead remains implanted at this time and the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. The setscrew and connector block were confirmed to exhibit signs of cross-threading. The defibrillation, pacing and sensing functions of the device were verified per automated testing.